Event description:
Customer reported a malfunction in the insulin pump, noted after running out of insulin. Blood glucose level did not exceed 500 mg/dl during the event, indicating no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing continued use of the pump, and advised the customer to report back if any issues reoccurred.